Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 617 mg/dl, and high ketones. Reportedly, the customer did not have the pump's control iq feature turned on, which customer believes contributed to the elevated bg level. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, and saline. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.